Manufacturer narrative:
Investigation involved physical evaluation of the device associated with report. Evaluation confirms that device labeled as left side was actually a right side device. Though a review of the device history record for the reported device found no errors or omissions that might account for the reported event, implantech has determined that this event is linked to a prior complaint investigation (refer to report # 2028924-2019-00004) in which a right side or bnpi2-t-1r was reported to actually be the left side or bnpi2-t-1l device. The complainant in the current report was contacted as part of prior complaint investigation and reported that device had already been implanted, and the doctor had no issues or comments associated with the device. At the time, the scope of event was limited to the 1 device. Based on the evidence from both complaint investigations, the probable cause of the reported event is a product mix-up (1:1 switch) between two product lots. The scope of this issue is now limited to the two devices associated with report 2028924-2019-00004 and this report 2028924-2020-00001 respectively. The outcome was incorrect labeling as evidence suggests a left side device was labeled as a right side device. Implantech attributes cause to a manufacturing error (i.e product mix-up), with a deficiency in quality control processes as a secondary cause. No further actions are required.

Event description:
The complainant reported that patient received pectoral implants bilaterally, and subsequently complained of dissatisfaction with result on the left side approximately 7 months post-operatively. Approximately 10 months post-operatively, the patient had left side device explanted and replaced due to displacement/patient dissatisfaction. Upon explant, the complainant reported that the device removed from the left side was actually a right side device. Both sides were found to be right sides.